Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced noise which resulted in oversensing on tachycardia episodes. It was further reported the icm experienced intermittent t-wave oversensing (twos) with small r-waves on atrial fibrillation (af) episodes. The icm remains in patient. No patient complications have been reported as a result of this event.